Manufacturer narrative:
We have not received the patch for investigation since it has been discarded by the user. At this time, we could not confirm if the bovine patch that was used in the procedure was a xenosure bovine patch that are manufactured by lemaitre vascular, inc. This report is being submitted since the sales rep. Suspect the bovine patch to be a xenosure bovine patch since the surgeon uses these patches. During the follow-up investigation, we were informed that there were no any damage to the packaging box. The sales rep. Has attempted multiple times to get additional information relating to this case. No further information was provided despite her repeated attempts. Please note that we have also submitted manufacturer report number 1220948-2021-00045 relating to other case of infection that occured at the same hospital. While the root cause(s) of this incident remains inconclusive, we do believe that it is highly unlikely that the xenosure patch contributed to the incident.

Event description:
The surgeon informed sales rep. That two of his patients who had a bovine patch implant needed re-intervention. The surgeon however does not explicitly mention they were the xenosure bovine patches that were used in the procedures. This is report 2 of 2. No further information was provided relating to this incident.